Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual device was available for evaluation. A functional flow accuracy test was performed and the results were found to be within the product specification range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump should have infused with the flow rate of 23mcg/min but did not. This occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.